Event description:
It was reported that the ilet mobile app displayed a disconnected message, which was explained as loss of connection when the ilet is out of range of the phone, and that the user¿s glucose remained around 210 overnight; the user then made a usual meal announcement for yogurt without access to the ¿less than¿ option early in onboarding, after which glucose dropped to 56 and was treated with oral glucose, with subsequent stabilization. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.